Event description:
Customer's family member called to report a small screw on the driver block came out. Family member stated that they were able to push it back in to place, but customer's blood glucose's were high. The lead screw was turning, however; although insulin did exit, it took a lot priming to do so.